Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that a laser system delivered less laser power during the surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system and lio were examined and the reported event was confirmed. The laser indirect ophthalmoscope (lio) was determined to have been non-conforming. The system was tested and found to meet product specifications. The customer has more than one lio and did not require a replacement. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a lio fiber. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).